Manufacturer narrative:
The flare was returned detached along with the device with all parts accounted for. The flare was received in a very clean condition. The flare is split lengthwise. The proximal end of the flare had evidence of adhesive; there is a wick of adhesive extending past the proximal end of the flare still attached to the flare. Other areas of the flare also show adhesive. This appears to be an adhesive bond failure between the flare and the distal end of the shaft. The distal end of the flare is cracked, edges are not smooth. All 4 legs of the electrode insulation are cracked due to the jaws being retracted into the shaft with out a flare.

Event description:
During a laparoscopic supracervical hysterectomy, the insulating plastic tip on the 5mm cutting forceps fell off into the patient. The piece was recovered and there was no injury to the patient.